Event description:
It was reported that bd insyte autoguard winged shears during attempts to thread. The following information was provided by the initial reporter: stated by the account "I have a batch of 24gx0.75 IV caths that are malfunctioning when threading, they seem to be sticking and either kinking or shredding when threading. Lot number 3096295 this has happened several times. I used ultrasound yesterday to ensure I was in the vein , great blood return and when I advanced to thread it kinked on the needle and would not advance".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Manufacturer narrative:
Pr 9321770 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381512 and lot number 3096295. The review did not reveal any detected abnormalities during the production process that could have contributed to this incident and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative

Event description:
It was reported that bd insyte autoguard winged shears during attempts to thread. The following information was provided by the initial reporter: stated by the account "I have a batch of 24gx0.75 IV caths that are malfunctioning when threading, they seem to be sticking and either kinking or shredding when threading. Lot number 3096295 this has happened several times. I used ultrasound yesterday to ensure I was in the vein , great blood return and when I advanced to thread it kinked on the needle and would not advance".